Event description:
It was reported that a patient presented for a generator upgrade. Prior to the procedure, device interrogation revealed high capture threshold on the right ventricular (rv) lead. X-ray was performed and revealed lack of lead slack and micro-dislodgement of the rv lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was stable before, during, and after the procedure.